Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited low out of range pace impedances on the right ventricular (rv) lead. The impedances were less than 200 ohms. Further review showed the impedances were 500 ohms at implant and last year, the values dropped to 340 ohms, then recently became out of range. There was also one event stored due to myopotential noise being oversensed. At this time, the products remain in service, but reprogramming was performed. The patient may have a revision, but it is not scheduled at this time. The rv lead is a competitor's product. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received which indicated that now, the right atrial (ra) lead had triggered an alert for low out of range pace impedances. The ra lead is also a competitor's product. This pacemaker and both the ra and rv leads were then replaced. During the revision, the leads were tested via pacing system analyzer which validated the impedance values. No adverse patient effects were reported.